Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that during a non-device related back surgery a non-bsn physician explanted the patient's precision system. The explanting physician reported that the lead was frayed and the wires were exposed. The patient was reportedly doing well following the procedure.